Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site, where the issue was confirmed. The puc failure was solved by replacing the both pressure transducer printed circuit board (pcbs). After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. Anaysis of the received logs confirmed the reported issue on 2025-12-03. The pressure transducer pcbs were returned for further investigation. Visual inspection of the returned parts revealed no abnormalities. The parts were separately placed into a reference ventilator for simulated use testing, where they passed multiple pucs. Following this, ventilation was successfully performed for several days without generating any alarms or errors. After ventilation, several pucs were conducted, all of which passed. The reported issue could not be reproduced at the manufacturer site; therefore, a definite cause cannot be established at this moment.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was displaying lower values of positive end expiratory pressure (peep) than set. There was no patient harm. Manufacturer's ref. #: (B)(4).